Manufacturer narrative:
Per the additional information received (b5), this device is no longer reportable.

Event description:
Additional information received indicates that the physician elected to replace the ipg.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2023-04148, 1627487-2023-04149, 1627487-2023-05696, 1627487-2023-05697. It was reported that the leads and extensions were showing high impedances. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. The ipg was replaced for an unknown reason.